Manufacturer narrative:
Lot # received the following information has been updated: medical device lot #: 8303505. Medical device expiration date: 2023-10-31. Device manufacture date: 2018-10-30.

Event description:
It was reported that before use of the bd luer-lok¿ tip syringe the plunger rod was damaged. Foreign complaint the following information was provided by the initial reporter, translated from spanish to english: it was requested from the pharmacy a luer lok 60ml syringe with ref 309653. At the time of opening the package it was noticed fracture and damage of the base of the plunger, damage that does not allow the product to be used in an infusion pump.

Manufacturer narrative:
Investigation: one (1) sample and two (2) photos were provided by the customer for investigation. The returned sample was visually examined using unaided vision and it was observed that the plunger rod has part of the thumb press broken off. Two (2) photos were also provided by the customer for investigation. One (1) photo shows the blister pack viewed from the bottom with the syringe in the blister pack. The lot number is partially visible in the photo. The second (2nd) photo shows the blister pack top web. The provides the material number and product description. A device history record (DHR) review was performed on the batch associated with this investigation. The DHR reviews did not reveal any defects or issues reported and no quality notifications were issued. Bd acknowledges that the returned sample a had plunger rod which was damaged with pieces broken off of the thumb press. The customer reported finding one (1) non-conformance which would not exceed the acceptable quality level (aql) for the batch. Therefore, no corrective or preventative actions are proposed in the scope of this complaint. Plunger rods are fed through a chute to the assembly process. If the chute is empty, the plunger rods can experience excessive force when falling through the entire chute causing damage to the rods. Another possibility is that the plunger rod was damaged during the insertion process into the barrel.

Event description:
It was reported that before use of the bd luer-lok¿ tip syringe the plunger rod was damaged. Foreign complaint the following information was provided by the initial reporter, translated from spanish to english: it was requested from the pharmacy a luer lok 60ml syringe with ref 309653. At the time of opening the package it was noticed fracture and damage of the base of the plunger, damage that does not allow the product to be used in an infusion pump.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that before use of the bd luer-lok¿ tip syringe the plunger rod was damaged. Foreign complaint the following information was provided by the initial reporter, translated from spanish to english: it was requested from the pharmacy a luer lok 60ml syringe with ref 309653. At the time of opening the package it was noticed fracture and damage of the base of the plunger, damage that does not allow the product to be used in an infusion pump.